Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of infection and swelling are known risks associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced scrotal infection with an inflatable penile prosthesis (ipp) accompanied with a high level of swelling in the penile and scrotal area. It was noted that there was no presence of puss or other symptoms. A surgical procedure was performed in which the existing ipp was removed, and a new malleable prosthesis was implanted. There were no further patient complications.